Manufacturer narrative:
The suspect gantry motion controller was returned to the manufacturer for analysis. The gantry motion controller was installed on the test imaging system and the system readied as expected. Second and 3d imaging were successful. While under test, home was invalidated numerous times and motion calibrated. Door open and close was as expected and the pendant registered the correct condition each time. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found the gantry motion controller to be the cause of the reported issue. The part was replaced, but has not been returned to the manufacturer for evaluation. Part return has been requested. A full imaging system check-out was completed following part replacement and full system functionality was confirmed. System was returned to service.

Event description:
A medtronic representative reported that the imaging system door does not close properly and the pendant intermittently displays a 'door open' error message. The door is then unable to be opened. A reboot is intermittently effective in resolving this issue. This was discovered outside of any patient involvement. No additional details are available.